Manufacturer narrative:
Concomitant medical products and therapy dates: additional enterprise stent (details unknown); 6-french catheter (details unknown); straight sl10 microcatheter (details unknown); synchro 0.014 wire (details unknown); target helical ultra-soft coil (details unknown); target 360 2x6 (details unknown); 1x2 helical ultra-coil (details unknown); prowler select plus (details unknown). The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Event description:
Enterprise vrd (catalog unk/10210278) implanted then migrated. Additional enterprise vrd (details unknown) was implanted within due to migration and to bridge the neck of the aneurysm. Patient death or serious injury did not occur as a result of the event. Patient¿s present condition is stable. The target lesion was approximately 2.5 mm, but with a large daughter sac of approximately 3 mm irregular anterior communicating artery aneurysm. Initially treatment was done some 6 weeks ago with placement of an enterprise aneurysm device extending from the left anterior cerebral artery a2 segment to the left anterior cerebral artery al segment. This had been well tolerated, and the patient returned at this time for coil embolization of the aneurysm. The aneurysm was seen to be unchanged as expected;however, the previously-placed enterprise device was noted to have migrated proximally significantly, such that the distal end of the device was now in fact partially within the aneurysm, and was not covering the neck of the aneurysm. Prowler plus select into the anterior cerebral artery a2 segment on the left. A new enterprise device was then placed, extending across the neck of the aneurysm using a 14 mm length enterprise. This ended up being well positioned across the neck of the aneurysm, and did not significantly change the position of the existing device. The prowler plus catheter was removed, and the sl10 catheter reintroduced over the synchro 0.014 wire, and without significant difficulty, the aneurysm was catheterized, and then coil embolization proceeded. The previously placed enterprise device is noted to have migrated significantly proximally such that 1 of the distal tines is now in the neck of the aneurysm, and the neck of the aneurysm is not covered.

Manufacturer narrative:
6 weeks after placement of the enterprise (enf451400/10210278) from the left anterior cerebral artery (aca)-a2 segment to the left aca-a1 segment when the patient returned for staged coiling the aneurysm was unchanged; however, the enterprise had migrated proximally significantly requiring placement of an additional 14mm enterprise was placed bridging the neck of the aneurysm. Coil embolization was then performed with good occlusion. There was no injury to the patient and the patient¿s present condition is stable. The target aneurysm was approximately 2.5mm, but with a large daughter sac of approximately 3 mm irregular anterior communicating artery aneurysm. With follow-up investigation, it was reported that the parent artery diameters were not noted in the procedure report so the physician reviewed the films and gave his best estimate of proximal diameter of 3.0mm and distal 2.5mm. The placement of the first enterprise was well tolerated and the patient returned six weeks later for coil embolization of the aneurysm. At this time the previously placed enterprise device is noted to have migrated significantly proximally such that 1 of the distal tines was now in the neck of the aneurysm, and the neck of the aneurysm was not covered. A prowler select plus was positioned into the left aca-a2 segment. A new 14mm enterprise device was then placed, extending across the neck of the aneurysm. This ended up being well positioned across the neck of the aneurysm, and did not significantly change the position of the existing device. The prowler plus catheter was removed and the sl10 catheter reintroduced over the synchro 0.014 wire, and without significant difficulty, the aneurysm was catheterized, and then coil embolization proceeded. The device remains implanted. (B)(6) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10210278. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is a known potential adverse event that may be associated with the use of the enterprise vrd as outlined in the instructions for use. It is possible that patient anatomy/vessel characteristics may have contributed to the event; however, based on the available information no conclusion regarding root cause can be determined. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.